Event description:
On 05/25/2023, it was reported by a sales representative via sems that an ar-9236-03pp univers vaultlock glenoid trial had an issue. The center peg of the trial broke when pushed down to trial. No case or patient involvement during this event. Additional information received on 6/7/2023: this was discovered during an eclipse total shoulder procedure on (B)(6)2023. The case was completed as planned. Additional information received on 6/8/2023: all fragments were retrieved from patient.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Visual evaluation noted that the middle/center pole was broken off. The "face" front side of the instrument shows nicks and scratches. The most likely cause for the reported failure is user error for applying excessive force during use. Per dfu-0023. Cautions. Flexion of the joint with the instrument in position in the joint may result in bending or breakage of the instrument.